Manufacturer narrative:
Device evaluation by MFR: promus premier ous mr 32 x 4.00mm stent delivery system was returned for analysis with stent protector and product mandrel attached. An examination of the crimped stent identified damage. The stent struts from the distal end of the stent were pulled and stretched distally over the distal markerband. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink 71cm distal to the distal end of the strain relief. A examination of the shaft polymer extrusion found no issues. An examination of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent moved on balloon. Vascular access was obtained via radial artery. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left main artery. A 32 x 4.00 promus premier drug-eluting stent was advanced for treatment; however, the stent moved on balloon. The device was completely removed by pulling it out. The procedure was completed with a non-bsc product. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent moved on balloon. Vascular access was obtained via radial artery. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left main artery. A 32 x 4.00 promus premier drug-eluting stent was advanced for treatment; however, the stent moved from the balloon. The device was completely removed by pulling it out. The procedure was completed with a non-bsc product. No patient complications were reported and the patient status was stable.